Event description:
Information received from the healthcare professional (hcp) for a clinical study reported implantable neurostimulator (ins) pocket pain. No actions were taken but the event resulted in an unscheduled clinic or office visit. The pocket pain started on (B)(6) 2017. The event was possibly related to the device or therapy and implant procedure. A couple of weeks prior, the patient was lifting heavy pizza boxes and felt a pop in their pocket region. They immediately started having sharp pain in their area. It was reported that they notice their pocket bending and lifting. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated. On 2018-01-05 additional information was received it was reported that the cause of the pocket pain was not determined and there were no actions taken related to the pain. On 2020-nov-10 it was reported that the issue was resolved. But additional information came in on 2022-02-19 and it was stated that they explanted/replaced component: entire system and issue was resolved without sequelae (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.